Manufacturer narrative:
E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a brake malfunction occurred. A 1.75mm rotapro and rotawire were selected for use. During the procedure, on the second ablation, the opaque part of the wire came loose and was close to the burr. When checked outside the patient, it appeared that the brake that activates when the burr rotates was not working. Incidentally, there were no issues during the first ablation. The rotaburr was removed along with the rotawire. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that a brake malfunction occurred. A 1.75mm rotapro and rotawire were selected for use. During the procedure, on the second ablation, the opaque part of the wire came loose and was close to the burr. When checked outside the patient, it appeared that the brake that activates when the burr rotates was not working. Incidentally, there were no issues during the first ablation. The rotaburr was removed along with the rotawire. The procedure was completed using another of the same device. There were no patient complications. It was further reported that the brake issue occurred in normal mode. The rotawire had movement during rotation while in normal and dynaglide mode, without initiating brake defeat and with no visible damage to the guidewire. The patient was in good condition post procedure.

Manufacturer narrative:
E1: initial reporter first name and city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.